Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient was injected with 1 syringe of juvéderm® volux¿ with lidocaine in the chin region and 2 syringes of juvéderm® voluma¿ with lidocaine in the middle third. About a month and a half later, patient was injected with 1 syringe of juvéderm® volux¿ with lidocaine in the chin and 1 syringe of juvéderm® voluma¿ with lidocaine into the malar region. About 2 and a half weeks later, patient woke up with pain, erythema, and edema in the chin area where volux was applied. Patient was treated with clindamycin and prednisone and saw partial improvement. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)), (B)(6), (emdr-(B)(4)), (B)(6), (emdr-(B)(4)). This emdr is being submitted for the second injection of juvéderm volux.